Event description:
Customer reported the alarm is intermittent. Batteries have been replaced with a new supply. No visible damage reported. Customer discovered issue while in use but did not provide a date. No patient incident or injury was reported.

Manufacturer narrative:
H3: product was requested to be returned for evaluation and has not been received. Note: this report is based solely on the customer's reported issue. (B)(4).